Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not boot up past the self-test screen. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and was unable to duplicate the reported issue. Physio then replaced the user interface (ui) to stack flex assembly as a preventive measure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not boot up past the self-test screen. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.